Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used during a treatment for digestive system procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to cut the target polyp and it was noted that the device was difficult to extend and retract. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the catheter was slightly bent at the middle section and it was noted that the loop was in good condition. Functional analysis showed that the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 9.5 ohms, within manufacturing specifications. The complaint that the snare loop failed to cut was not confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used during a treatment for digestive system procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to cut the target polyp and it was noted that the device was difficult to extend and retract. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.